Event description:
The customer reported that insulin was backing up into the tubing, but the insulin pump had not given any no delivery alarms. The customer did not have a tubing clamp to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.